Manufacturer narrative:
Additional information as of 17-jan-2020: h6: updated FDA's method, result, and conclusion codes. Internal report reference number: (B)(4). Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer initially reported complaint that the test strips were not absorbing the blood all of the way and he was unable to obtain a result. Wife is calling on behalf of the customer. Customer also reported that when the package was first opened, the vial of test strips had not been sealed all of the way. Customer stated that it looked like the vial was not closed all of the way. The customer feels well and did not report any symptoms and no prior medical attention was reported.

Manufacturer narrative:
Sections with additional information as of 13-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.